Event description:
It was reported that the cine run on the 9800 system would not playback. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reformatted the cine drive. The system was tested and found to be working as intended and placed back into service.